Event description:
It was reported that the probe would not lock properly onto holster. There were no additional details available, a second probe was used to complete case. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.